Manufacturer narrative:
The lead remains implanted and the field representative will discuss programming options with the physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead displayed noise and impedance measurements greater than 2000 ohms. No adverse patient effects were reported.